Event description:
Unsterile inner pack was poured onto the sterile field, noticed at 45 mins into the case.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination was not possible, as the product and/or packaging were not returned. Although the complaint is non-verifiable, cmw states this affected label clearly states that the foil pouch is a non-sterile protective pack. The batch records were reviewed to confirm which revision of artwork was used on the foil pouch. Cement carton labels have been re-designed component packaging. This new artwork is linked to new product release in the us and timelines for implementatin have not yet been confirmed. Once implemented this label will provide additional clarification on the sterile status of the packaging. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.